Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and occasional intermittent undersensing and oversensing. It was also noted that oversensing of far field r-wave (ffrw) was observed. The lead remains in use. No patient complications have been reported as a result of this event.